Manufacturer narrative:
The complaint of noise on both atrial and ventricular channels was not confirmed. The device was received in normal range of operation. The analysis performed, including electrical and mechanical inspections as well as sensitivity and noise tests, did not find any anomalies. The battery voltage was still in the range of normal operation. The visual inspection of connector of ra channel found small amount of dried blood on setscrew and spring and rv channel inspection did not find any anomalies.

Event description:
During follow-up, noise was observed on the atrial and ventricular channels of the device. The device was explanted and replaced and the patient was stable.